Event description:
The hospital's biomed reported an unspecified air flow sensor failure. It is currently unknown if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported. Further patient information has been requested. A philips authorized service provider (asp) evaluated the unit and did not identify any failures during evaluation. A review of the device event log reveals multiple occurrences of high flow therapy (hft) cannot reach target flow alarms logged on 04-april-2022 and 05-april-2022, two (2) oxygen not available alarms logged on 09-april-2022, and multiple low tidal volume alarms logged between 09-april-2022 and 01-may-2022. No further errors are noted in the log after the unit was repaired on 04-may-2022. The oxygen not available and low tidal volume alarms were recorded after ventilation had been initiated on the unit, however, it is currently unclear if the unit was in patient use at the time. There is no indication of when the hft-related error occurred. The asp replaced the flow sensor assembly to address the customer's reported problem. The unit successfully passed performance verification testing after the repair was completed and has been returned to clinical use. The device event log indicates possible hft, oxygen supply, or tidal volume failures which could all be related to the flow sensor assembly. However, it is currently unknown if there is a relationship between the flow sensor and the alarms that were identified in the device event log. The replaced flow sensor assembly has not been received for internal component analysis at this time. If the part is received, this complaint will be re-opened for root cause investigation. There was no patient harm or injury noted in relation to this event.

Manufacturer narrative:
Additional information was received from the hospital's biomed who confirmed that the reported failure was that the unit failed the air flow accuracy test during preventive maintenance (pm). The biomed indicated that the unit was reading outside of the specified range during testing and therefore required the flow sensor assembly replacement. It was confirmed that there were no alarms or errors reported prior to pm service and no patient incident occurred. The biomed verified that the error codes noted in the device event log are not related to a patient event. The unit was undergoing routine maintenance without an incident or failure prompting the service. Air flow accuracy test failure does not have the potential to result in harm or injury if the malfunction were to recur. Based on the newly received information, this event no longer meets regulatory reporting criteria and is being reassessed as not reportable.